Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
The manufacturer did receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot number were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available. And/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).